Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not in use for 1 week and when the user attempted to use the pump, the pump was not able to be turned back on. Reportedly, the pump has been plugged into a power source, beeps/vibrates every few minutes, and the led light around the wake button is flashing red. The user's blood glucose (bg) level was 423 mg/dl. The user declined to obtain an alternate method of insulin delivery and would wait until replacement pump is received to address bg level.